Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d4, d9, e2, e3, g2, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the image cut off when angulated due to a damaged charged coupled device cable or due to a damaged insertion section caused by stress. A final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned and evaluated. The reported noise image was confirmed. The insertion tube had multiple heavy dents. The investigation is ongoing. A supplemental report will be submitted upon completion

Event description:
The customer reported to olympus that there was image noise when the evis exera iii bronchovideoscope was angulated. The image would sometimes reappear but cut out on retroflex. The issue was observed during an unspecified procedure. There was no report of patient harm or user injury associated with this event.